Event description:
User facility reports: tip of scorpion needle broke off in pt's shoulder. Surgeon was unable to retrieve piece. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided therefore device history record could not be reviewed and mfg date was not determined. This type of event will typically occur if; the user applies excessive force while trying to pass the needle through too much tissue and/or the device tip unexpectedly strikes the pt's bone and/or the needle is passed through the instrument excessively to the extreme it breaks. However, since the device was not returned for eval, such determinations can not be confirmed.